Manufacturer narrative:
The dentist refused to provide information about the patient's weight. Upon receiving the device involved in the MDR event, nakanishi conducted a failure analysis of the returned device, which included measuring the operating temperature of the device [report no. C290626-02]. These activities are described in more detail below. Methodology used: a) nakanishi examined the device history record and the repair history for the subject z95l device [serial no. (B)(6). There were no problems observed during manufacturing or testing noted in the DHR. There were also no repair history records since the device was shipped. B) nakanishi conducted temperature testing of the returned device in the following manner: b.1) temperature sensors were attached to the exterior of the device at various test points. This included the point most proximal to the patient (testing point (1)) and points further toward the distal end of the device (testing points (2) through (4)). The test setup was prepared to take temperature measurements at all points simultaneously, including a reference measurement at ambient room temperature. B.2) nakanishi attached a thermocouple (sensor to measure temperature) to each of the testing points. Nakanishi rotated the device's motor at 40,000min-1, which is the maximum rpm for the motor that drives the handpiece (200,000min-1 for the handpiece), with water spray, and measured the exothermic response. B.3) nakanishi measured the temperature rise of the returned handpiece set at 200,000min-1 (motor revolution 40,000min-1). Nakanishi observed an abnormal temperature rise at test point (2) 1 minute into the test. The maximum temperatures recorded during the 5-minute measurement were as follows: test point (1): 39.7 degrees c, test point (2): 51.0 degrees c, test point (3): 42.4 degrees c, test point (4): 35.2 degrees c. Identification of the specific failure mode(s) and/or mechanism(s) of the associated device components was conducted as follows: a) nakanishi disassembled the handpiece and performed a visual inspection of the internal parts. Nakanishi observed the following: the bearing on the rear side of the cartridge was soiled, discolored and abraded. The drive shaft, dog clutch and inside of the head cap were soiled and discolored. B) nakanishi took photographs of all the disassembled parts and kept them in the investigation report no. (B)(4). Conclusions reached based on the investigation and analysis results: a) nakanishi determined that the cause of the handpiece overheating was abnormal resistance during rotation due to the abraded internal parts such as the cartridge, dog clutch and gears. Nakanishi considers that the cause of the abraded cartridge was age-related deterioration based on the findings in the visual inspection and the duration of use. B) long-term use of the handpiece without undergoing recommended periodic maintenance inspections led to the above condition, which contributed to the reported event. C) nakanishi also considers the possibility from many years of experience that the cause of the handpiece overheating was a localized increase in friction during rotation due to soiled and abraded internal parts, which interfered with rotation. D) a lack of maintenance caused the accumulation of debris on the internal parts, which contributed to the handpiece overheating. E) in order to prevent the recurrence of handpiece overheating, nakanishi took the following actions: e.1) nakanishi reviewed the operation manual and reconfirmed the clarity and understandability of the instructions. E.2) nakanishi reported the above evaluation results to the dentist and reminded the dentist of the importance of maintenance, using the device and checking of the handpiece prior to use to prevent overheating, as instructed in the operation manual.

Event description:
On june 25, 2026, an nsk z95l handpiece was returned from a distributor to nakanishi for repair. There was a note with the device stating that the device had overheated and burned a patient. Upon receipt of the information, nakanishi made a phone call to the dental office for further information about the event including information about the patient. The details are as follows: the event occurred on june 17, 2026. The dentist was performing a metal core removal procedure using the z95l handpiece (serial no. (B)(6). The patient was not under general anesthesia. During the procedure, the head of the handpiece overheated, and the patient received a first-degree burn injury approximately 1 cm in diameter to the corner of their lower lip. The dentist prescribed an ointment for the patient's burn injury.